Event description:
This letter is to inform you of this adverse event as the suspected device of "agilis sheath introducer" is not manufactured or imported by biosense webster, inc. Event description: 1 . Situation : when sheath (agilis) was inserted, st increased. Pneumatic st returned to normal. 2 . Timing when complaints occurred : when the sheath was inserted. 3. How to complete the procedure : resolved by removing air. St elevation. Air was removed, ended without problem. The physician commented that no causality." No further information is available. Pc-(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).